Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The customer replaced the data acquisition and power management boards and the issue was resolved.

Event description:
It was reported that the unit declared an error 100a (data acquisition board failure). There was no patient involvement. The event date was not specified; estimate used.